Event description:
It was reported that patient experienced redness and pain at ipg site. It was also reported that patient also experienced uncomfortable shocking sensations at ipg site, back, and legs regardless of stimulation being on or off. Impedances were checked and showed that two contacts had low impedances. Reprogramming was attempted to no avail. X-rays were taken and appeared to be normal. No accidents, falls, or trauma were reported. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored, impedances were normal, and the shocking sensation issue resolved.

Manufacturer narrative:
Section b3: date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The report of discomfort at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. Discomfort or shocking sensation at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related.